Manufacturer narrative:
(B)(4). As the sample was not returned, a device analysis could not be completed. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the peritonitis event. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis and subsequently died coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdominal pain and the patient was hospitalized on the same day. The patient was treated with unknown antibiotic for peritonitis which was stopped on an unknown date. The cause of the peritonitis was unknown. Outcome of the peritonitis was unknown. After being hospitalized for two days, the patient was discharged and died the same day. The cause of death was an embolism (origin/site of embolism was unknown). An autopsy was not performed. No additional information is available.